Manufacturer narrative:
The head, neck, and stem were assembled together when received. The components were separated to obtain the part and batch numbers. The laser marks between the head and neck were aligned. Additional mdrs associated with this event: 3025141-2018-00116: neck, 3025141-2018-00117: stem.

Event description:
An arh slide-loc radial head replacement system was explanted on (B)(6) 2018 for unknown reasons.